Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The blood glucose was 420 mg/dl and 430 mg/dl. Customer treated himself with insulin pump. Customer also stated that he had a low blood glucose level for which he treated himself with sandwich and orange juice then his blood glucose goes high. Troubleshooting was decline for high blood glucose. The product will not return for the analysis.